Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was not functioning properly. The customer stated that he was not receiving the insulin that he programmed even though it is recorded in the bolus history. Troubleshooting was declined. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.